Event description:
It was reported that the patient experienced a shock and atrial fibrillation. The atrial lead exhibited noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - facility.